Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported being unable to connect the patient line during set up. The patient believes the connector is incorrect. The patient stated having been in the hospital and this was the first evening home. Upon follow up with the patient's pdrn it was noted that the patient had been hospitalized (B)(6) 2017 for peritonitis and is now fully recovered. The patient was treated with vancomycin. The source of the peritonitis is unknown.

Event description:
A peritoneal dialysis patient reported being unable to connect the patient line during set up. The patient believes the connector is incorrect. The patient stated having been in the hospital and this was the first evening home. Upon follow up with the patient's pdrn it was noted that the patient had been hospitalized (B)(6) 2017 to (B)(6) 2017 for peritonitis and is now fully recovered. The patient was treated with vancomycin. The source of the peritonitis is unknown.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: a temporal relationship exists between the liberty cycler/liberty cycler set and the patient¿s reported abdominal pain and subsequent staphylococcus epidermis peritonitis event. However, there is no documentation to support a liberty cycler/liberty cycler set device malfunction is causally associated with the patient's peritonitis event.

Event description:
A peritoneal dialysis patient reported being unable to connect the patient line during set up. The patient believes the connector is incorrect. The patient stated having been in the hospital and this was the first evening home. Upon follow up with the patient's pdrn it was noted that the patient had been hospitalized (B)(6) 2017 to (B)(6) 2017 for peritonitis and is now fully recovered. The patient was treated with vancomycin. The source of the peritonitis is unknown.

Manufacturer narrative:
Corrective data: date on follow up 2 should read (B)(6) 2018.

Event description:
A peritoneal dialysis patient reported being unable to connect the patient line during set up. The patient believes the connector is incorrect. The patient stated having been in the hospital and this was the first evening home. Upon follow up with the patient's pdrn it was noted that the patient had been hospitalized (B)(6) 2017 to (B)(6) 2017 for peritonitis and is now fully recovered. The patient was treated with vancomycin. The source of the peritonitis is unknown.